Event description:
Additional information received reported that they were scheduling a replacement. Additional information received reported that the doctor completed a lead revision and left the implantable neurostimulator (ins) in place. It was stated that the patient was doing well.

Event description:
It was reported that there was a loss of therapeutic effect. The patient lost stimulation about a week prior to this report, but it was unclear since the clinician programmer showed it had been longer. There was no known accident or incident related to this complaint. Impedances measurements were elevated but not showing a blatant integrity issue. Historical impedances had shown ranges of 1200¿s-1500¿s and impedances were now showing "3000¿s up to 6000¿s." There was no lead migration noted. Movement did not cause stimulation changes; there was no stimulation even at 10.5. Patient was questioning recharging time. It was noted that the patient was ¿religious¿ in recharging but never went past 50% and was "not trying to go past 50%." It was later reported that the process for a lead revision had been requested. The manufacturing representative thought it would happen in the near future. Additional information has been requested but was not available as of the date of this report. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3887, lot# j0114008v, implanted: (B)(6) 2001, product type: lead. Product ID: 377760, lot# v012542, implanted: (B)(6) 2008, product type: lead. Product ID: 37743fa, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that a patient is seeing an elective indicator replacement (eri) message. When the timeline of the eri message was reviewed with the patient, they claimed that the dates were wrong because the battery was replaced 3 years ago. It was reviewed with the patient that information on file indicated that the battery was placed in 2009 and had not been replaced since. The nurse started reviewing notes from the md, the information she provided is as follows: (B)(6)2013, this is when a revision of generator pocket and replacement of a lead occurred the patient claimed that the md moved the battery down a little. (B)(6)2013, the note read that the patient had a malfunctioning neurostimulator. On monday the patient charged the spine stimulator and turned on device then it immediately discharged. (B)(6) 2013, high impedances, multiple attempts were made to reprogram but failed to achieve good stimulation. The patient requires revision of lead and possible ins replacement. The caller only had the information in the notes and could not provide full details about what was happening in 2013 that prompted the revisions. No further information was reported.